Event description:
A customer reported negatively biased results for troponin quality control level 1. A negatively biased troponin result, if seen for a pt sample, might lead to inappropriate physician action. There was no report of pt harm as a result of this event.